Event description:
Additional information was received stating surgical intervention took place where the lead was explanted and replaced to address the issue. Upon explant it was confirmed the lead was fractured. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000130926.

Event description:
It was reported the ipg was unable to be set to MRI mode. Diagnostic testing revealed high impedances present in one of the leads. As a result, surgical intervention may be undertaken at a later date to address the issue. It is unknown which lead has high impedances.